Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 13, 2026. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - corrected model number, lot number, primary unique. Device identification (UDI) number and expiration date). D9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to correction, additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (corrected device manufacturer date). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was inspected upon receipt, and the bone wax was noted around the bottom of cardioplegia port. It was also noted that the tubing attached to the cardioplegia port did not have a tie band. Unfortunately, during the decontamination process the tubing was removed from the barbed connections; therefore, the sample was unable to be tested as received. The sample (without tubing attached) was pressurized with water to 20psi for approximately 15 minutes, no leaks were noted. ¿all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator leaked at the outlet port, bone wax was used to stop the leak and proceed with the case. No health consequences or impact. Product was not changed out. Procedure completed successfully with 2-3 ml blood loss.